Manufacturer narrative:
Visual analysis was performed on the returned device. The reported barewire tip core separation was confirmed as the core was separated but held together by the tip coils which were severely stretched. The activation failure and lack of support was not confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported activation failure and lack of support. However, the separation of the barewire tip core which was held together by the stretched tip coils suggests that during removal, the tip of the barewire was possibly restricted in the vessel causing the tip coils to severely stretch resulting in separation of the tip core due to tensile overload. It may be possible that the distal end of the delivery catheter including the barewire were entrapped/restricted within the vessel preventing deployment of the filter and resulting in the noted damage to the barewire tip; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional emboshield nav6 device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo moderately tortuous carotid artery. For the first emboshield nav6, it was difficult to release the filter due to a lack of support of the bare wire. When removing the system to check if there was any failure in the device, it was identified that the bare wire had a "frayed" tip, as if a filament of the guide wire was loose. For safety reasons, the entire system was removed and replaced with a new device. In the second attempt with the new nav6, the carotid artery became dissected. Type of treatment was not specified. Another emboshield nav6 was used to successfully complete the procedure. There was a clinically significant delay. No additional information was provided.